Event description:
The event reported as: complaint alleges that the balloon burst during use on a long term care pt. No pt injury reported.

Manufacturer narrative:
A device history record (DHR) review could not be performed as the lot number was unk. The sample was not returned for eval, therefore, the complaint could not be confirmed. Samples in stock were taken and were functionally tested by filling the tube with 20cc's of water. It was found that the balloons burst when the limit of 20cc's is exceeded. The root cause could not be established due to lack of product sample. Mfg personnel has been notified of this issue.